Event description:
Reporter noted during phaco infusion tubing disconnected from handpiece; posterior capsule tear occurred. Anterior vitrectomy performed; lens in sulcus. One week post-op va, was 8/10; patient doing very well.